Event description:
Consumer lost sight in one eye after her vehicle airbag deployed and shattered her non polycarbonate glasses. See relevant article: https://www.11alive.com/article/money/consumer/sunglasses-safety-in-crash/85-7a8eebdc-3478-42e5-a9e5-465dac28425b. Consider notifying all relevant optical professionals and requiring tags on all non-polycarbonate glasses warning of safety hazard should not be used while driving. Motor vehicle owner¿s manuals should specify this risk as well.